Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the actual/expected residual volumes did not match during the pump refill. The expected was 3 ml and the actual was 17 ml. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.